Event description:
It was reported that an alert for non-sustained lead noise was received via merlin.net transmission. Possible myopotential oversensing was suspected. No other electrical anomalies were observed. Further testing and programming changes were recommended.